Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient felt the vibratory alert and went into the hospital. Upon further interrogation, the device was noted in backup vvi mode . The device was reprogrammed to resolve the event and the patient was in stable condition.